Manufacturer narrative:
Unable to confirm insertion anomaly due to customer returning only sensor. Complaint was against serter.

Event description:
It was reported that the customer had tried to insert the sensor three times and was unaware if the problem was the serter or the sensor. The customer stated that it would pick up the needle but not the entire sensor. The customer further mentioned that, when taking off the serter, it would not release and only pick up the needle. Confirmed that the customer's sensor base was staying on the pedestal and detaching from the needle housing. The customer's blood glucose was 151 mg/dl. Advised there may have been an issue with the sensor base adhesive. Advised to call back if the issue recurred in order to fully troubleshoot. Advised that replacement sensors would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.